Manufacturer narrative:
The reported product is an unknown baxter minicap. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced hypothyroidism which was reported as due to povidone-iodine overload with use of minicaps. It was reported the patient had been performing pd therapy for a ¿few weeks¿ and the hypothyroidism was discovered and confirmed a few days after starting pd therapy. According to the reporter there was no damage noted in the minicaps. The patient has no iodine allergy or history of any allergies. It was not reported if the patient was hospitalized for the event. The patient was started on l-thyroxine with improvement in thyroid function. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.